Manufacturer narrative:
(B)(4). Concomitant medical products - unknown kirschner tibial bearing, catalog #: ni lot #: ni, unknown femoral component catalog #: ni lot #: ni. The product was evaluated through radiographic inspection, and the reported polyethylene wear was confirmed. The device history records were unable to be reviewed as the lot number of the device involved in the event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001825034-2018-11093, 0001825034-2019-01871, 0001825034-2019-01872.

Event description:
It is reported that the patient underwent a knee arthroplasty revision to address instability and polyethylene wear post-operatively.